Event description:
Customer's mother reported receiving a motor error alarm on the insulin pump. Customer's mother stated that the motor error alarm occurred while changing the reservoir and testing to be sure it worked. Blood glucose level was 424 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.